Manufacturer narrative:
Investigation is pending.

Event description:
This event occurred in (B)(6). The customer reported a variance between the inratio inr result and the laboratory inr result. Date: (B)(6) 2015, (B)(6) 2015. Inratio inr: 3.9, 6.5 and 6.2. Laboratory inr: n/a, 2.0. There was no reported adverse patient sequela and no additional information was provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 368479 was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.